Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection and erosion. A pocket revision was performed, and the lv lead was repositioned. There were no additional adverse patient effects reported. The lv lead remains in service. Additional information indicates that the left ventricular (lv) lead was now explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery. This supplemental report is being filed to correct the entry in h6: patient codes and patient code description, and in h10: additional MFR narrative.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection and erosion. A pocket revision was performed, and the lv lead was repositioned. There were no additional adverse patient effects reported. The lv lead remains in service.